Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. The pump was monitored and no constant tone was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of their insulin pump shutting off and having a blank display. The customer's blood glucose level was 94mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.